Event description:
It was reported that the patient had difficulty and frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 17693108.